Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services on (B)(6) 2016 to discuss stored episodes. The local representative discussed the treated episode that occurred on (B)(6) 2015. There has been a total of 14 episodes. Untreated episodes occurred on (B)(6) 2015, two episodes on (B)(6) 2015 , two episodes on (B)(6) 2015. The only treated episode occurred on (B)(6) 2015. The post-shock impedance measurement was 111 ohms at that time. Ts did not suggest any reprogramming changes as it appears that the past clinical observations have not reoccurred since (B)(6) 2015. The local representative was informed that the physician has the option to have the patient perform isometrics to determine if the past clinical observations could be reproduced. The local representative performed an automatic set-up and the device selected a primary sense vector again. The local representative reported that both the primary and secondary sense vector were appropriate and an s-ECG was captured. The available information suggests that no reprogramming was undertaken and the device remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock while sleeping. A review of the stored episode identified decreased sensing amplitude which appears to have led to t-wave oversensing. Additionally, there were several untreated episodes with similar morphology. Boston scientific received information that following shock delivery, sensing amplitudes normalized. The patient will be scheduled for an in-clinic device check for possible reprogramming of the sense vector.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information in mid (B)(6) 2018 that the device had been reprogrammed. The issue was reported as resolved on (B)(6) 2016.